Event description:
Additional information was received from the customer which confirmed the reportable event (image can¿t be seen when curved) occurred during a therapeutic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image disappeared due to a failure of the image sensor unit, defect of the video connector internal board, or defect of the system. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope image can¿t be seen when curved. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the image disappeared at an angle in the right-left direction due to damage on the charge-coupled device. It was also noted that a disconnected or short-circuited image sensor cable may have contributed to this finding. Upon further inspection, it was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending tube was deformed due to physical stress. It was observed that the bending section could not be fixed firmly due to wear of the lock engagement lever caused by deterioration of the friction plate. Lastly, it was also observed that the indication on the light guide connector was not correct due to mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.